Event description:
Caller reported that the pump's wake button was difficult to press. The customer's blood glucose level was described as "high," but no specific value was provided. The high level occurred after eating sweets and customer was unable to deliver a bolus via the pump due to the wake button issue. Subsequently, customer managed the situation with a correction bolus via the pump. Technical support provided instructions on how to press the button effectively, but the issue persisted. Customer continued using the current pump to maintain insulin delivery until the replacement arrived.